Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customer and retailers have been informed through the adc fa16may2006 letter.

Event description:
The customer reported that the unit of measurement setting of their freestyle meter changed. The meter was returned and the memory overwrite malfunction confirmed. There was no report of death, serious injury or mistreatment.